Event description:
It was reported that a shaft break occurred. The 90% stenosed, severely tortuous, and mildly calcified target lesion was located in the left anterior descending artery (lad). Following pre-dilation, a 2.75 mm x 20.00 mm agent dcb was advanced into the patient however, due to tortuosity, the device would not cross the lesion and the shaft broke. The procedure was successfully completed using an alternate device and there were no patient complications.